Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The day after a transcatheter aortic valve implantation procedure, the pacing catheter was removed from the patient's anatomy. The introducer and reposition sleeve were left in place for 1 to 2 hours. The occlusive dressing, introducer, and reposition sleeve were removed and soon afterward the patient experienced shortness of breath and anxiety. An echocardiogram was performed and air was found in the left ventricle. A computerized tomography scan confirmed a stroke.